Manufacturer narrative:
The pulse motor cable of bf wash probe 3 was returned to tosoh instrument service center for investigation. Visual inspection confirmed the pulse motor cable of bf wash probe 3 was not damaged. Functional testing confirmed the reported pulse motor cable of bf wash probe 3 failed; an open circuit was identified due to inability to allow current of electricity to pass or to conduct electricity continuously along an electrical path. The most probable cause of the reported event was due to the failure of the pulse motor cable of bf wash probe 3.

Event description:
A customer reported error message ¿4461 b/f probe 3 home detection failure¿ on the aia-2000 analyzer. The customer stated while the other three probes were in the upward position, bf probe 3 remained in the downward position. The customer is not able to open the bf door and attempted to perform all-set-home, but error persists. The customer also powered off and restarted the analyzer, attempted to perform all-set-home again, but was unable to open the bf door and error reoccurred. The bf probe 3 remains in the downward position and the bf probe door button has no color, not reactivating to requesting the door to be opened. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and hcg (human chorionic gonadotropin). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and was able to reproduce the error by restarting the analyzer. Fse suspected the pulse motor cable of the bf wash probe 3 and replaced it and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 26jun2023 through aware date 26jul2024. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4461) b/f probe 3 home detection failure. Cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty pulse motor cable of bf wash probe 3.